Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A health care professional (hcp) reported a consumer's leads may be in a different place.&#55328;it was noted that the consumer was trying to put the device into MRI mode. Information received from the consumer's wife reported his leads have slipped and now has a revision surgery to get paddle leads placed instead of percutaneous leads. The wife was not sure what happened, but when the consumer went in for his post-op appointment, the hcp had done an x-ray and confirmed the leads had moved. Troubleshooting walked the consumer's wife through putting the implant into MRI mode and she was seeing a full body on the screen. No symptoms were reported. Indication for use included spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.